Manufacturer narrative:
One (1) new sister sample list# (B)(4), spinning spiros® closed male luer, red cap. Lot# 4549835 was received on march 20, 2020 for evaluation. The new (B)(4) spinning spiros returned for investigation wws tested for connection capability and met expectations outlined in the product performance specification. The residual and disconnect torque values suggest it would not have prematurely disconnected from a syringe. The new (B)(4) spinning spiros sample was pressure leak tested and met pressure leak expectations outlined in the product performance specification. The complaint was unable to be confirmed or replicated during testing. A device history review for lot# 4549835 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information in d10 and h6. D10 date returned to mfg is 3/20/2020.

Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The date of the event is unknown. The customer reported a spinning spiros closed male luer, red cap that disconnected between the spiros and the syringe causing an unspecified hazardous drug to leak at the bedside. The customer described the way they hook the product is they have the syringe of the drug then the spiros, spiros to tubing and then to another spiros. There was patient involvement and a delay in therapy due to the need to remake the medication, but no harm reported. This report is capturing the third of seven events.